Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed; however, occurrence is likely due to fluid ingress inside the plug body. The device evaluation found light cover glasses were chipped. Light cover glasses adhesive worn out. Optical cover glass optical scratched. Optical cover glass adhesive worn. Distal end adhesive worn. Insertion tube - protector was split. Switch was found to have a hole in the button. Scope connector had water ingress. Up angle, down angle, down angle, right angle, up/down angle play failed. Electricity safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported on behalf of the customer that the evis lucera elite colonovideoscope had an image problem and displayed e315 scope error. The issue was found midway between a diagnostic colonoscopy procedure that was completed using a similar device. Reportedly, the procedure was delayed but the length of the delay is unknown. There were no reports of patient harm, trauma or additional hospital stay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error message e315 occurred temporarily. However, the root cause of the failure could not be specified. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.